Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) broke through the patient's abdomen and was exposed. It was unknown if any diagnostics or troubleshooting was done. The hcp thought the patient posture contributed to the event. A revision was done to reposition the ins. The ins was moved from the lower abdomen to near the ribs. The issue was resolved following the revision.

Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.